Event description:
It was reported that during a pci/stenting treatment procedure, the maverick2 monorail balloon ruptured at four atms on the second inflation. The number of atms reached on the first inflation is unknown. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the first diagonal branch of the left anterior descending (lad) coronary artery. The physician used a terumo introducer sheath for vascular access, a launcher guide catheter and a runthrough guide wire to cross the lesion. The physician had placed a cypher stent in the mid portion of the lad prior to advancing the maverick2 monorail balloon to the lesion in the first diagonal branch of the lad. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported 'good'.